Manufacturer narrative:
Initial reporter occupation: unknown. PMA/510 (k) #: k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) with endoscopic mucosal resection (emr), the physician used multiple instinct plus endoscopic clipping devices and three (3) were difficult to deploy. There were two (2) polyps to be removed via emr. The first resection used two (2) instinct clips. The first clip did not detach smoothly from the delivery catheter. After ¿jiggling¿ the catheter and reopening the clip (internal rod pushing out), the clip was freed from the delivery catheter. Prior to the second clip being deployed, the cook medical clinical specialist instructed the gi tech that when ready to deploy (the clip) to quickly close fast and hard. With those instructions, the second clip deployed without incident. The second resection used three clips. The first clip deployed without incident. The second and third clip did not detach smoothly. The staff once again preformed ¿jiggling¿ of catheter and reopening the clip (internal rod pushing out). The clip was freed from delivery catheter. There were five (5) clips used in total. There were two deployed without incident and three that did not detach smoothly. The case was completed. There was no harm to the patient that was caused by device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.